Event description:
On may 28th, allen was contacted by reporter, during their investigation into a previously unreported medical incident from approx three months prior in other country. The stirrup, manufactured by allen and sold, was used in a patient case, which resulted in partial motor impairment for a period of three days and nerve damage sustained by the patient post-operatively. The patient is still being treated for pain.

Manufacturer narrative:
The incident was not reported to facility(reporter) or allen medical at the time of the incident. The incident is subject of a report from the authority. There has been no return of the device for evaluation. A request has been made to the hospital through facility to have the unit returned for an engineering evaluation.